Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that there were several conductors distorted, the defibrillator conductor was fractured (overstress), there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure the 6947 lead insulation was possibly compromised. The lead was not implanted. No patient complications were reported as a result of this event.